Manufacturer narrative:
A field service engineer (fse) evaluated the instruments and found that the belt line was out of alignment. The fse performed the alignments to resolve the issues. The analyzers were operational. There was no further action required by fse.

Event description:
This report summarizes <noe> 2 </noe> malfunction events on the aia-2000 analyzer. The review of the events indicated that the aia-2000 analyzers experienced sample detection error messages, which caused delayed reporting of critical patient results. Both events were received from the same source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. These events did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: for one of the two events, the main arm sample head cable, sampler z-axis cable, the eki board, and the sample nozzle assembly were returned to the instrument service center (isc) for evaluation. Visual and functional testing was performed on the returned parts. The main arm sample head cable failed testing. The sampler z-axis cable, eki board, and the sample nozzle assembly functioned as expected. The most probable cause of the reported event was due to failure of the main arm sample head cable. Corrected data: h6 device evaluation codes. Results: 4203-electrical/electronic component identified.